Event description:
It was reported that there was high impedance, oversensing, and many ventricular tachycardia (vt) episodes on the right ventricular (rv) lead. A lead fracture was suspected. Once the pocket was opened, a subclavian venogram was performed resulting in a total vein occlusion. The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that right ventricular pacing impedance was out of range (oor)/high. It was also noted that lead integrity alert (lia) was triggered, there was non-physiologic/short interval counts (sic) oversensing. Concomitant products: product ID d314drg defibrillator implanted: (B)(6) 2013; 5076 non-defib lead implanted (B)(6) 2006; (B)(4).